Event description:
It was reported by dealer that the right side arm is loose on the tdxsp-cg power chair. Dealer states he believes the problem is with the rear socket and bracket, and the front socket.